Manufacturer narrative:
Catheter model 8709sc; serial# (B)(4); implant date: 2011-(B)(6); explant date: na; patient therapy manager (ptm) model 8835; serial #(B)(4).

Event description:
There was a volume discrepancy at the last refill. A catheter access port (cap) procedure was attempted. They were able to aspirate, but not able to inject. They tried 2 times. They were unable to do the dye study. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the patient had a catheter revision performed early in (B)(6) 2011. It was suggested that the spinal catheter may have become dislodged and was corrected by the catheter revision, but this was not confirmed at this time. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.